Event description:
Healthcare professional reported approximately 6 months after injection to unspecified site with juvederm voluma patient developed "granuloma". No biopsy noted to confirm the reported symptoms. Patient was treated with corticoid and antibiotics (ciprofloxacin). Symptoms are ongoing. Another healthcare professional notes the "nodules" appeared at the injection site and the "the lesions" are palpable and no visible".

Event description:
Additional information received from healthcare professional notes patient was injected to the malar, nasogeniano groove, inferior eyelid region, and "lip infra", however injection sites for each device were not specified. Patient was treated with prednisone and clarythromycin and symptoms resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information received from healthcare professional notes patient was injected to the malar, nasogeniano groove, inferior eyelid region, and "lip infra", however injection sites for each device were not specified. Patient was treated with prednisone and clarythromycin and symptoms resolved.

Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of granuloma (also reported as nodules and lesions) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.